Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not following recommended filling techniques to fill the cartridge. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.